Event description:
It was reported via a journal article that a single-chamber boston scientific pacemaker device and a boston scientific right atrial (ra) lead exhibited intermittent sensing issues owing to low p-wave amplitudes and farfield r-wave oversensing. The specific patient information was not provided, and the pacemaker device and ra lead serial number information was not provided. As a result, the pacemaker device was explanted, the ra lead was surgically abandoned, and they were replaced with a dual-chamber pacemaker device as well as leads all from another manufacturer. No additional related adverse patient effects were reported.